Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy and continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with an unknown intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient stopped dianeal therapies due to the peritonitis event and on an unreported date, the peritoneal dialysis catheter was removed. At the time of this report, the patient was on hemodialysis therapy. The patient was recovered from the peritonitis event. No additional information is available.